Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. In worst case, the issue may cause a mistreatment (dose to wrong location) if the therapist does not recognize, that the system has calculated the offset for another iso center than expected. This may potentially result in a serious injury. Probability: b (improbable). The planning of several iso centers only makes sense if the iso centers have some distance from each other. Thus, it will obvious for the therapist, that the selected iso center for offset calculation is different than the one, that he intended to use. The therapist has to verify the offset actively. It is very unlikely that he confirms the offset for an incorrect iso center and continues treatment with this incorrect iso center. In general it is not a malfunction of the system, but a usability issue. The associated rtt device is serial number (B)(4). There has been no mistreatment or injury reported and further investigation is underway for cause determination and final corrective action. No other products are concerned. Additional input was provided by (B)(6).

Event description:
A potential product issue has been identified with our artiste mv linear accelerator and its associated syngo rt therapist system. In the abundance of caution this issue is being reported. It has been found that in our rtt4.1 (& assist) that none of the image review settings are saved from the previous session and the following behaviors are exhibited. The roi list in rtt4 appears in a different order each time it is opened. The selected rois default back all rois selected each time the cbct is opened. The machine iso center defaults to selected each time the image is opened even if it has been turned off previously. The reference point list defaults to a random point if there are more than one when the planning reference point is selected - it is forgotten in the next session and defaults back to the random point. For the last 2 items if you use xio (we did not - partly for the above reasons) a reference point is generated for each beam and marker on the plan. Therefore, you have a list of 5-25 points to select from and increase the chance of getting it wrong.